Manufacturer narrative:
On 06 jan 2020 fujifilm medical systems u.s.a., inc (fmsu) was notified by the FDA that the follow up was submitted with incorrect sequence numbers (originally follow-up information was submitted under 3001722928-2018-00050 - 1). Additional updates: correction- most recent report was incorrectly selected "death"- there was no death associated with this event. Manufacturer has been re-registered under fujifilm corporation radiologic technologist updating to include the current contact for the manufacturer. (B)(4). If any additional relevant information is provided, a supplemental report will be submitted. Information as submitted in the follow-up report 3001722928-2018-00050 - 1: this supplement report pertains to initial MDR 2443168-2017-00001. Since the initial report was filed, fujifilm has obtained information on the cause of the failure. The analysis results suggest that the cause of the dropping of the c-arm is an assembly error caused by an isolated manufacturing error: the setscrew for fixing the key was not tightened at adequate torque (6n·m). (It was left temporarily tightened at 1.2n·m.). The screw locking agent was not applied.. The setscrew at the 90° side was not tightened. Although this was determined to be an isolated incident, a field correction was completed to confirm adequate assembly and sufficient torque application on the c-arm.

Event description:
The service engineer reported that during an examination the technologist allegedly locked the gantry at a 50 degree angle to perform a "left mlo" exposure. The gantry fell out of a locked position and descended an estimated distance between 24"-30". The gantry fell to the very bottom stop. This event occurred at around 11:20 am pst on (B)(6) 2017. No injuries were reported for the patient or the technologist, although the gantry was reported to have contacted the technologist on her right forearm.

Manufacturer narrative:
Initial evaluation of the device indicated that the locking mechanism loosened, allowing the c-arm to descend, although it has not yet been determined why the mechanism loosened. Evaluation is still ongoing.

Event description:
The service engineer reported that during an examination the technologist allegedly locked the gantry at a 50 degree angle to perform a "left mlo" exposure. The gantry fell out of a locked position and descended an estimated distance between 24"-30". The gantry fell to the very bottom stop. This event occurred at around 11:20 am pst on (B)(6) 2017. No injuries were reported for the patient or the technologist, although the gantry was reported to have contacted the technologist on her right forearm.